Event description:
This is a duplicate to earlier MDR 1937649-2001-007. The user felt that focus rtp system presents the potential to plan using an incorrect field size because of the way focus accounts for the presence or absence of x-jaw collimators. No pts were treated incorrectly as a result of this issue.